Manufacturer narrative:
Follow-up #1: date of submission 01/13/2016 device evaluation: the device has been returned and evaluated by product analysis on 12/30/2015 with the following findings: there are no unexplained por's observed in the bb data indicating loss of power or intermittent power. The pump was run on a 24 hour basal program using returned battery cap with no intermittent power/reboot occurrences. Unable to duplicate complaint of no power/intermittent power during this investigation. The pump was opened; inspection performed on the power circuit with no defects found. No moisture was found internally. A returned battery cap used to perform investigation. Investigation revealed no damage to battery compartment threads or battery cap and battery cap threads tighten properly. Battery cap contact width and height measured within specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.